Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Using the pod 5 / page 48 warning: change the site each time you apply a new pod. A new infusion site should be at least 1" away from the last site. Using the pod 5 / page 52 warning: if you are applying a pod in a place that does not have a lot of fatty tissue or is very lean, pinch the skin around the pod after you press start and hold it until the cannula inserts.

Event description:
The patient¿s father reported his son¿s blood glucose read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) in the personal diabetes manager (pdm) with ketones present. He took his son to the hospital where he was admitted and treated with a manual injection of insulin. Patient¿s father alleged that the device was not delivering insulin accurately and no alarm provided. Pod worn on arm for an unspecified amount of time. The pod was removed and discarded. Product support advised the patient about pinching up prior to discharging cannula and importance of rotating sites.